Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Upon review of the case notes and sensor diagnostics data, it was observed that the user stated that there was mismatch between the sensor readings and the fingerstick measurement on the 8th of june around 4:14 pm cet which may be the cause for the missed hypo alert. During the investigation, the mismatch could not be confirmed as there was no sensor reading after 4:11 pm cet and the fingerstick measurement was not entered in the system since the user reported that the user was not feeling well to enter the fingerstick measurement. In a separate complaint from the user, it was reported that there was redness, skin irritation and pain on the insertion site on 1st of june which was treated using a drug called gentalyn (does not contain cortisone). However, a few days later the user reported there was swelling at the insertion site, and the user though this might have caused the mismatch between the sensor reading and fingerstick measurements at the time of the reported event. The sensor was later removed from the patient's arm to alleviate the symptoms. Further analysis captures that the sensor performance had declined after the reporting of the skin irritation, infection and swelling at the insertion site and this was evident in the sensor readings which were affected by the infection. The hcp was right to remove the sensor as the system performance was compromised by the infection.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event. Sensor reading was 90 mg/dl and blood glucose (bg) reading was 49 mg/dl. Patient felt sickness but did not require any medical treatment. User was able to resolve the incident by himself with oral glucose.